Event description:
Information received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician found the ticking was worn with some small pin holes where the mattress covered has peeled. The fluid leak was caused by the ticking being worn. He installed a revitalization kit to resolve the issue.